Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: ridge augmentation. On 2024-10-25, non-osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and hypersensitivity. No further patient complications were reported.